Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system reported that his device was going to be explanted due to infection. The field representative confirmed that the device and associated leads were explanted approximately one month post-implant, due to infection, and that a new crt-d and lead system was implanted approximately two weeks later. The explanted system will not be returned. No additional adverse patient effects were reported.